Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. One day after onset, the pt was hospitalized for the event. On an unreported date, the pt began treatment for the peritonitis with injection (inj) vancomycin [twice daily]). At the time of this report, antibiotic treatment was ongoing. Eleven days after the initial receipt of this report, it was reported that the pt¿s pd effluent was still cloudy and therefore, the pt¿s physician was planning to change the pt¿s treatment to a different antibiotic (unspecified). At this time the pt¿s condition was reported to be stable and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.